Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited loss of capture, due to dislogement. No intervention would be required at this time. No patient symptoms were reported.